Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens but the lens opened up upside down in the patient's eye. The lens was removed with no patient injury and the backup lens was implanted.

Manufacturer narrative:
Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Evaluation of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search, device history record review, medical review, and product evaluation, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
Method: device history record review result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search, device history record review, medical review, and product evaluation, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
Per medical review - this complaint file states that the lens "opened up upside down in the eye". There is no information to determine if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. There is no information to determine if misplacement of the lens was due to improper lens loading or surgeon handling. The haptic flange was very likely severed during explantation. There is nothing in the report about the damage. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).